Manufacturer narrative:
The suspect product is the aviva test strip.

Event description:
Pt reported obtaining back-to-back glucose results, of 240 mg/dl and 108 mg/dl. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: strip lot 300419 with expiration date 4/30/2008.